Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that, customer experienced hyperglycemia with a blood glucose value of 530 mg/dl at the time of the event. No other symptoms related to hyperglycemic event was reported and customer treated the event with insulin pump. Troubleshooting was performed and the customer was using the insulin pump system with in 48 hrs of reported event and it was unknown that, auto mode feature was active or not at the time of event. No further patient complications were reported. Customer will continue use of the device and insulin pump will not be returned for analysis.